Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block d4, h4: detailed product information was not provided to bsc and was reported that the lot number is not available per account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: investigation results the device was not returned for analysis and was reported to be disposed. Therefore, a technical analysis could not be performed. Device history records review: a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot number and a manufacturing review of the most probable lot number did not identify any anomalies or deviations that could have contributed to the event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the colon during an endoscopic balloon dilation procedure to treat postoperative anastomotic stenosis performed on (B)(6) 2026. During the procedure, the balloon ruptured when pressurized for expansion. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.